Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: medical device problem code added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation: the device was not returned. A photo-investigation was performed. Upon inspecting the photo provided, the metal chip is clearly visible to had chipped out from the screw. A small filament of metal chip is visible to have peeled out from screw head based on the provided image. The complaint condition for broken (2 +pieces) metal chips and threads peeling out from screw head can be confirmed from provided image. However, the root cause of the complaint condition cannot be confirmed based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: visual inspection: the 2.4 mm ti va locking screw stardrive 16 mm (part # 04.210.116, lot # unknown) was received at us customer quality (cq) with the threads on the head of the locking screw stripped. There were a couple torn threads. This is consistent with the reported complaint condition, thus confirming the complaint. Functional test: a functional test was performed by assembling the 2.4mm ti va locking screw, 16mm (04.210.116) with the va-lcp two column drp 2.4. Volar left 6 holes (04.111.631) and it was observed that the screw was not properly inserted onto the holes of the plate due to stripped condition of the screw threads and also due to the stripped condition of the internal holes in the plate. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: dimensional analysis was not performed due to post manufacturing damage. Document/specification review: the following drawing(s) was reviewed; - 2.4 mm variable angle locking screw self-tapping, stardrive recess a manufacturing record review could not be performed as the lot number is unknown. Complaint confirmed? Yes. Conclusion: the complaint is confirmed for the 2.4mm angle locking screw (04.210.116) as the threads of the screw head are stripped and also the threads on the shaft are torn. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient must undergo revision surgery. It was noted that there is a difference in appearance of the locking screws, distally. Between the head with thread and at the transition to thread on the screw itself, there is an area with ¿lighter metal color.¿ on one of the screws, there is a chip in the screw in this area. There is no patient consequence. This report is for a 2.4mm titanium (ti) variable angle (va) locking screw. This is report 1 of 1 for (B)(4).